Event description:
The pt underwent the cvs procedure at 11 weeks gestation. Two transcervical passes were made. Intrauterine fetal demise was found at 15 weeks gestation and was estimated based on fetal size, to have occurred between 10-12 weeks gestation. A d&c was performed. The pathology report states that the fetus was masserated, partially dehydrated and the umbilical cord was wrapped twice around the neck. A d&c was performed.